Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to implant. It was noted that this device had been exposed to cold temperature. This device was never in service and there was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of temperature measurements in device memory noted a temperature of zero degrees celcius was recorded by the device. Laboratory analysis noted that the battery voltages tracked with the temperatures and the fault code was felt to be induced by exposure to cold temperatures below labeling while in the shipping box.

Event description:
--